Event description:
The hospital reported vasoview hemopro 2 had an issue. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000386573 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise# (B)(4). H6 - medical device ¿ problem code corrected from "3190" to "1525".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cutter continuously fired/activated without engaging the toggle. The extension lead, adopter, vasoview power box were changed with no resolution. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g3, g6, h2, h6, h11, h12.corrected sections: d9, h3, h6--investigation findings code "3221" removed.h6--type of investigation corrected from code "4114" to codes "10" and "4105".the device was returned to the factory for evaluation on 09/11/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Both the harvesting device adn cannula was returned for evaluation. Signs of clinical use and evidence of blood were observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device jaws or heater wire. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "device remains activated' was not confirmed.